Event description:
The customer contact reported particulate. On an unspecified date, the tubing set was being used to deliver an unspecified volume of platelets, at an unspecified rate. After an unspecified length of time, the customer contact reported that a piece of plastic was released into the reported conduit. No specific details were provided. It was reported that no particulate was delivered to the pt. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. The reporter was contacted and info on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional info. This report represents all the info known by the reporter upon query by hospira personnel.